Event description:
New information states that an asymptomatic patient presented in clinic for follow up. Upon interrogation the device exhibited post paced t wave oversensing. The patient did not receive therapy during the oversensing. Programming changes were made.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Upon interrogation the device exhibited post paced t wave oversensing. The patient did not receive therapy during the oversensing. Programming changes were made. The patient was seen in clinic on (B)(6) 2018 for follow up. The device exhibited post paced t wave oversensing. Programming changes were made during the device check.